Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the auxiliary drawer 3.2 failed. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware had failed. The field service engineer (fse) noted that the customer was already attempting to fix the issue upon arrival. The fse tested the auxiliary cabinet in the hardware test application and removed the back cover. The retractor bands in drawers 3.1 and 3.2 were replaced, along with the pyxibus cable. The customer was able to recover and test the drawers thoroughly. No further issues were reported. The system functioned as intended after the field service engineer repaired the device.